Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Surgeon had 14 trajectories planned unilaterally on the left side. The patient was positioned supine with the head tilted to the right for easier access to the left side. Surgeon was using the rosa 2.45mm drill adaptor (mt-02-161-s18440) at the first trajectory for the case when the drill bit became lodged in the drill adaptor. The site removed the drill bit and adaptor from rosa¿s instrument holder and tried to dislodge the drill bit from the adaptor using a 1lb mallet and irrigation. The lodged drill bit was removed from the adaptor with an oil based lubricant and mallet. The defective adaptor was given to the company representative. The site did have a secondary 2.45mm adaptor, so there was only a couple minutes of delay as the new adaptor was placed in the instrument holder. The new adaptor worked with no issues during the duration of the case. The remainder of the case went well with no issues noted as the defective adaptor was not being used. The defective adaptor will be sent for further evaluation. As observed by the company representative, the surgeon used the adaptor and drill as intended. Surgeon has performed these procedures multiple times before and has never personally had a drill fuse to the adaptor before.

Event description:
Surgeon had 14 trajectories planned unilaterally on the left side. The patient was positioned supine with the head tilted to the right for easier access to the left side. Surgeon was using the rosa 2.45mm drill adaptor ((B)(6)) at the first trajectory for the case when the drill bit became lodged in the drill adaptor. The site removed the drill bit and adaptor from rosa¿s instrument holder and tried to dislodge the drill bit from the adaptor using a 1lb mallet and irrigation. The lodged drill bit was removed from the adaptor with an oil based lubricant and mallet. The defective adaptor was given to the company representative. The site did have a secondary 2.45mm adaptor, so there was only a couple minutes of delay as the new adaptor was placed in the instrument holder. The new adaptor worked with no issues during the duration of the case. The remainder of the case went well with no issues noted as the defective adaptor was not being used. The defective adaptor will be sent for further evaluation. As observed by the company representative, the surgeon used the adaptor and drill as intended. Surgeon has performed these procedures multiple times before and has never personally had a drill fuse to the adaptor before.

Manufacturer narrative:
The device was returned to the manufacturing site for investigation on (B)(6) 2020. It has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Corrected data: b4 date of this report. D10 date returned to manufacturer. G4 date received by manufacturer. H2 if follow-up, what type. H10 additional narratives/data.

Event description:
Surgeon had 14 trajectories planned unilaterally on the left side. The patient was positioned supine with the head tilted to the right for easier access to the left side. Surgeon was using the rosa 2.45mm drill adaptor ((B)(6)) at the first trajectory for the case when the drill bit became lodged in the drill adaptor. The site removed the drill bit and adaptor from rosa¿s instrument holder and tried to dislodge the drill bit from the adaptor using a 1lb mallet and irrigation. The lodged drill bit was removed from the adaptor with an oil based lubricant and mallet. The defective adaptor was given to the company representative. The site did have a secondary 2.45mm adaptor, so there was only a couple minutes of delay as the new adaptor was placed in the instrument holder. The new adaptor worked with no issues during the duration of the case. The remainder of the case went well with no issues noted as the defective adaptor was not being used. The defective adaptor will be sent for further evaluation. As observed by the company representative, the surgeon used the adaptor and drill as intended. Surgeon has performed these procedures multiple times before and has never personally had a drill fuse to the adaptor before.

Manufacturer narrative:
The drill adaptor s/n (B)(6) was returned to the manufacturing site for evaluation. It has been evaluated by a hardware engineer as part of an open CAPA related to drill adaptors complaints. This CAPA evaluation determined that the drill adaptor design has to be improved.